Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the pump alarmed low purge pressure and the pump experienced low pump flows. The cassette was changed out resulting in the alarm being resolved and the flow of 22.1 milliliters per hour. Additionally, the pump reportedly stopped during the night and was resolved by turning the pressure down to two and the pump was then ramped up again by the nurses. There was no patient harm reported, and the cassette was replaced. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation into the low pump flow and temporary pump stop issue has been completed. The impella pump was returned for investigation. The data logs were returned and showed a sudden event of the purge pressure dropping with low purge pressure alarms. The pump stop can be seen at the end of the case. The device was returned for review and no damage to the purge system was found. The motor was inspected and found to have an enlarged purge gap indicating the bearing had worn out. The cause of the pump stop was bearing wear. The pump stop occurred beyond the 8-day impella cp indication for use per design trace matrix 0046-9910. The cause of the temporary pump stop was misuse by the end user due to the duration of use resulting in the bearing experiencing wear.the purge leak was unable to be reproduced at abiomed danvers. The root cause of the low purge pressure was unable to be determined since the failure could not be reproduced.impella cp with smart assist system instructions for use for the related event are as follows:as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: entering cardiac output as noted in the impella IFU ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped as noted in the impella IFU ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-19950. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-19950 as it is unknown if the initial reporter also sent the report to the (B)(6). G1 reporting contact email revised on manufacturer device report 1220648-2024-19950 in accordance with updated procedures.